Event description:
It was reported that there was a general complaint of manual programming errors. The clinician indicated that there was dissatisfaction with "inconsistency of the new bag vs rate change workflow." The clinician also indicated that when programming "with the syringe pump it required me to install the syringe thus creating that short pause in the syringe infusion.' There was a product enhancement request for the "ability to send rate changes to the pump, instead of manually programming those at the pump." There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.